Manufacturer narrative:
(4102/213) one retention sample from same lot and coated on the same day and under the same conditions as the other involved device (from manufacturer report 1640201-2019-00013) was visually inspected by our qa supervisor. No anomaly was found. (4315) no conclusion can be drawn since both involved products remained implanted. However, the conducted investigation suggests that the devices were not defective at the time of manufacturing.

Manufacturer narrative:
Device is not accessible for testing as it remained implanted in patient. A review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. These tests include a 100% visual inspection of the graft. Specifically, the review of the collagen coating records evidenced no anomaly. No retention sample from same lot and coated on the same day and under the same conditions as the involved device is available for inspection. The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
Two vascular grafts were sutured together and were used on the same patient (see manufacturer report 1640201-2019-00013 for the other involved device). When suturing the grafts to be implanted, it was noticed that the collagen coating was crumbling like bread crumbs. The surgeon wet the grafts with sterile saline and no more crumbling was noticed. The grafts were implanted in the abdominal area with no other signs of issues or complications.